Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the permanent cautery hook instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was a spark at the insulation of a permanent cautery hook instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. The issue was first observed intraoperatively. The surgeon has no idea why this issue occurred. The instrument did not collide with an energy instrument during the procedure. The instrument was working fine for a few minutes initially, but suddenly when they tried coagulating again, there was a spark seen near the insulation of the instrument. Following which they exchanged it with another instrument. The surgical task that was being performed when the arcing event occurred was cholecystectomy. Another instrument that was in use when the arcing event occurred was a fenestrated bipolar instrument. The arcing appeared to originate from the subject instrument. There was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage to be related to the customer reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.